Event description:
When measuring on the abl815 blood gas analyzer inaccurately low ph values were obtained in 10 blood samples without any alarm from the analyzer. There has been no allegation of death or serious injury.

Manufacturer narrative:
A blood clot was found in the ph measuring chamber in front of the ph electrode. This blood clot may have caused the low ph values.